Event description:
Litigation papers allege natural biologic corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patients blood and tissue and bone surrounding the implant. The patient began experiencing pain, discomfort and inflammation in the area of the implant. Patient also experienced dislocation, disarticulation, and/or a slipping feeling in the hip joint and a sensation that the device could not support their weight. Patient is a resident of (B)(6). Update - the complaint has been reopened and updated because the sales rep has reported that the patient was revised on (B)(6) 2012 to address pain.

Manufacturer narrative:
*** Update - the complaint has been reopened and updated because the sales rep has reported that the patient was revised on (B)(6) 2012 to address pain. *** update: (B)(6) 2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The devices associated with this report were not returned. A previous review of the device history records for product 13653200 lot ycb80 did not reveal any related manufacturing deviations or anomalies. A complaint database search found no other reported incidents against the remaining product/lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.